Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 31st july 2011. The pad-pak was then removed after this date. A pad-pak was installed and the device passed a self-test on the 23rd july 2015. The pad-pak was removed from the device after this date. The pad-pak was reinstalled and the device passed a self-test on the 18th august 2015. Multiple manual power ups of ten minutes duration were recorded between the 28th august 2015 and the 17th september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.